Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "tooling damaged (core pins)". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. Open csr wrap to form sterile field. Place underpad beneath patient, plastic side down. Put on cuffed gloves. Position drape on patient. Pour cleansing solution onto prep balls. Remove tip on catheter lubricating jelly syringe. Open plastic pouch surrounding catheter. Lubricate catheter. Prepare patient with saturated prep balls. Proceed with catheterization in usual manner. See caution on reverse side. To inflate catheter, insert tip of water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water. Hang the bag near the foot of the bed by using string and/or hook. Use sheeting clip to secure drainage tube to draw sheet. The urine meter may be emptied in two ways: to empty into the bag, grasp the bottom of the meter and lift up. To provide better meter drainage, lifting again is recommended. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green portion of the drain valve to the right. To empty bag: remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. Release clamp and empty bag. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. If bag is not positioned correctly, urine may bypass the meter and go directly to the bag. Reposition bag as necessary. Tamper-evident seal disconnect instructions: if necessary to disconnect catheter and drainage tube connector, flex catheter as illustrated, grasp tab, and slowly pull along perforations until section is removed. Directions for using bard ez-lok® sampling port: bard ez-lok® sampling port accepts a luer-lock or slip tip syringe. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. Swab surface of site with antiseptic wipe. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. Aspirate desired volume of urine. Unkink tubing and send specimen to laboratory. Important: in any drainage collection system, the drainage tube should hang straight from bedside to the drainage collection unit. This helps permit good flow and helps minimize ascending infection due to urine pooling from bedside to collection device. Excess tubing should be arranged to permit "straight-line" drainage. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that balloons in the foley catheters had holes in them. Customer did not have specific dates of event but stated that there was a quantity of five reported with the same issue and lot.

Event description:
It was reported that balloons in the foley catheters had holes in them. Customer did not have specific dates of event but stated that there was quantity of five reported with the same issue and lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.